Event description:
It was reported that a pt underwent a successful x-stop procedure and had a 10mm implanted at level l4/5. After two years, the treating surgeon removed it and replaced it with a 14mm x-stop. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.